Manufacturer narrative:
Device passed displacement test. Pump error 63 was present in the device trace download and pump error 63 alarmed during self test due to broken trace at pin on keypad assembly. Unable to verify audio or absence of alarm due to pump error 63.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the device had recurring hardware low level alarms due to performing self test for checking audio issues. The customer stated that they were able to clear the alarms and rewind the insulin pump. The customer¿s blood glucose during the incident was 200 mg/dl. The device failed troubleshooting. The device will be returned for analysis.